Event description:
During a coil embolization of a carotid aneurysm (size is 4.6mm*8.5mm*7mm), the orbit helical fill 2x8 coil stretched during placement in the aneurysm. During withdrawal, the coil broke from delivery system, and the coil and part of the echelon 10 (mc) microcatheter containing the coil remained in the patient's body. The coil did not prematurely deploy. Afterwards, the mc was sutured to the vessel to fix in patient, and this time there are no plans to remove the devices from the patient. During placement, the coil was not left within the aneurysm, while the microcatheter was repositioned, and no additional manipulation or torque was conducted in order to place the coil. Constant fluoroscopy was conducted at all times, and a constant and dedicate saline source used at all times. During the event, there was no resistance/friction between the coil and microcatheter, and the coil did not get tangled with the coil mass (4 coils previously placed-2 orbit coils, 2 ev3). After the event, no other damages were noticed on the device. The maker of the microcatheter was notified of the event. The patient is still in hospital for observation and is said to be doing fine.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a carotid aneurysm the orbit helical fill 2x8 coil stretched during placement in the aneurysm. During withdrawal, the coil broke from delivery system. Part of the coil was in the aneurysm and part was in the microcatheter; therefore, the coil and part of the echelon 10 microcatheter (mc) containing the coil was left in the patient's body. The mc was sutured to the vessel to fix in patient, and at this time there are no plans to remove the devices from the patient. The aneurysm measured 4.6mm x 8.5mm x 7mm). During placement, the coil was not left within the aneurysm, while the mc was repositioned, and no additional manipulation or torque was conducted in order to place the coil. Constant fluoroscopy was conducted at all times, and a constant and dedicated saline source was used at all times. During the event, there was no resistance/friction between the coil and mc, and the coil did not get tangled with the coil mass (4 coils previously placed-2 orbit coils, 2 ev3). After the event, no other damages were noticed on the device. At the time of the report the patient was still in hospital for observation and is said to be doing fine. The broken coil remains in the patient and the delivery system is not available for analysis. Requested procedural images have not been received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the available information and without the return of the delivery system or procedural images no conclusion can be made regarding factors which may have contributed to the reported stretched coil. Device interaction may have contributed to the breaking of the coil during withdrawal through the echelon mc. Therefore, no corrective actions will be taken at this time.